Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personnel to evaluate the device in question. The rse indicated during an evaluation of the system that to resolve loudspeaker problem, speaker can be detach mechanically from the board and reconnected. The customer device was not repaired but was returned to use with limitation as accepted by the customer and a follow up work order was scheduled. (B)(6).

Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system displayed an error for a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.